Event description:
It was reported that the patient had a burning sensation in the pocket immediately after device implant. It was also reported that atrial lead dislodgement was noted during follow-up approximately a year after implant. The lead and the device were both removed and replaced. Due to the atrial lead dislodgement the patient had symptoms of lightheadedness. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analysis revealed no anomalies and no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).